Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the display hinges were broken. It was also noted that the antenna wire was damaged, the hinge plate was broken, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the lower case had damaged foot pads, and the coating on the display was starting to peel away. Concomitant products: product ID 2067 radiofrequency head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer was dropped and the hinge is damaged for the display screen. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported.